Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. It should be noted that the reported patient effects of atrial fibrillation and stroke as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for reported stroke and atrial fibrillation could not be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the stroke that occurred one day post procedure. It was reported that on (B)(6) 2018, two clips were implanted to treat degenerative mitral regurgitation (mr), reducing mr from 4 to 1. On (B)(6) 2018, the patient suffered a stroke. It is the physicians opinion that the mitraclip devices/procedure did not cause or contribute to the stroke. The patient was put on warfarin for chronic atrial fibrillation, and is stable. There was no additional information provided.